Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. During the visual evaluation it was noted that the energy connector on all four pads were found to be damaged. Further review of the four pads found no other obvious damages or manufacturing deficiencies on the kit. A functional evaluation was not possible due to the deformation on the energy connectors. The lot number is unknown therefore the device history record could not be reviewed. The complaint was inconclusive due to the condition of the returned sample. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow; as a result, therapy was interrupted in order to replace the pads with another set of pads.